Event description:
38 yo male adm 3/14/97 after motor vehicle - pedestrian accident with open tibia fracture and closed head injury. On 3/17/97 pt taken for MRI of head. Resp therapist mis-assembled the ippb manifold resulting in the pt's failure to expire air with increase in co2 and increase in thoracic pressure. Pt arrested, resuscitated with establishment of heart rate and blood pressure within 2 mins. No sequalae as a result of event.